Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a new system and came in for post-op and were doing well, they weren¿t having to wear pads. The patient started having to wear pads again 2 weeks ago and during that time the patient was originally at 1.5 ma and increased to 2.6 ma. When the patient came into the office, they were on program 1 and the healthcare provider switched them to program 2, 3, and 4 and the patient couldn¿t feel stimulation. Impedances were tested and 0 and 1 were still out and over 4,000 ohms when run at 0.7 and 1.0 ma and 210 us pulse width. The caller was advised to run impedance at a higher amplitude as long as the patient was comfortable. The caller ran impedance at 2.5 ma and contact 0 resolved but contact 1 was still over 4,000. The current program number wasn¿t provided. The caller checked again on program 2 and contacts 0 and 1 were over 4,000 at 1.0 ma. They ran again at 2.0 ma and the patient felt the impedance test at that amplitude but contacts 0 and 1 were not resolved. The caller changed to program 1 at 1.0 ma and contacts 0 and 1 were over 4,000 so they changed at 2.5 ma and 0 was resolved, but not 1. It was reviewed that if the caller made changes to a program that they would need to make them to each program. It was also reviewed that imaging may give more information for the caller to make a medical decision for the patient. No further complications were reported.